Manufacturer narrative:
Date of event is approximate. The complaint was received from a consumer in germany analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that the diamondclean power toothbrush metal shaft detached in their mouth during use. No injuries were reported. A potential choking hazard was identified.